Manufacturer narrative:
Follow-up #1 date of submission 08/21/2012 device evaluation:the pump has been returned and evaluated by product analysis on 07/25/2012with the following findings:the keypad was found to be intact. The up/down arrow keypad buttons were found to be intermittently responsive and required multiple button presses to elicit a response. The keypad cover was removed and contamination was found under the key contacts.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the distributor alleged that the up and down arrow keypad buttons were unresponsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display defect remained unresolved.